Event description:
It was reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 110mg/dl. Advised to discontinue use of the insulin pump. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to moisture damage on force sensor. The insulin pump was unable to perform excessive no delivery test due to prime/fill anomaly. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip and minor scratches on lcd window.